Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alert. Upon interrogation, the device was found to be in back-up vvi mode. The device firmware download was performed successfully. Normal function was restored and device remains implanted. The device image was reviewed; the device went to back-up the day after implant, most likely due to use of electrocautery during implant. The patent condition was stable.